Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after an infusion site change and lacked a spare infusion set; the user employs a teflon 23-inch infusion set, and glucose values later returned to range, with an ilet notification 310 documented. Symptoms included hyperglycemia. Outcomes included temporary elevation of blood glucose without hospitalization. Investigation included review of uploaded device data and user follow-up for troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, and the specific cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.